Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the monitor. The navigation system then passed the system checkout and was found to be fully functional. The suspect monitor was returned for evaluation. Analysis findings confirmed the reported problem. When connected to a known good display, an image was there but was very dark and only visible for a moment. An electrical failure was determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor was not displaying an image, however the staff monitor was. It was verified that the cables were seated properly. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.